Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electrosurgical generator displayed error e433. This issue occurred during an unspecified procedure. The device was replaced and the intended procedure was completed using similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the hvps board was defective. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.